Event description:
It was reported that "this pt underwent revision of left total hip due to acetabular insert wear. The above listed 2041-2854 acetabular insert and zirconia ctaper head were explanted and replaced." The exact implantation date was not provided, however, it was indicated that the reported devices were implanted in 1994.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.